Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of unspecified concentrations of cisplatin, mannitol, and electrolytes, at a rate of 830 ml/hr. The customer contact reported that the primary solution container was lowered below the secondary solution container. At an unspecified time, the delivery was started. After an unspecified length of time, the customer contact reported that after the delivery was complete, the pump alarmed "end of bag." At this time, it was reported that the nurse noticed that the secondary solution container still contained half the volume of solution and that the primary solution container was "bulging." There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. A representative device from an unknown lot number is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.